Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a 350cc mentor memorygel breast implant experienced right sided rupture post procedure. The patient was undergoing surgery to reduce the size of her implants and right sided rupture was discovered during this surgery. Capsulectomy, mastopexy, and replacement with new mentor gel implants was performed on (B)(6) 2022. The patient had an event with a previous set of implants reported under 1645337-2022-00800 and 1645337-2022-00799.

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a 350cc mentor memorygel breast implant experienced right sided rupture post procedure. The patient was undergoing surgery to reduce the size of her implants and right sided rupture was discovered during this surgery. Capsulectomy, mastopexy, and replacement with new mentor gel implants was performed on (B)(6) 2022. The patient had an event with a previous set of implants reported under 1645337-2022-00800 and 1645337-2022-00799.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6763691 number on (B)(6) and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on february 14, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two (2) parts. Additionally, a crease was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).